Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of the homechoice cassette and transfer set which resulted in a leak. The patient stated they connected the patient line to the transfer set properly and it was secure. Renal therapy services (rts) advised to place a minicap on the transfer set and to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.